Event description:
It was reported patient lost effective therapy and was unable to enter MRI mode due to high impedances on both leads. Surgical intervention was undertaken to explant and replace the leads on (B)(6) 2024. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.